Manufacturer narrative:
The customer claimed that the bed exit alarm did not activate during the incident and requested for the bed to be serviced. It was reported that sensitivity level of bed exit alarm could not be verified, however when the clinical consultant turned the system on to review it's operation, it was set around 4-5 (mid way). Citadel bed was connected to the nurse call system within the room via a bed cable from curbell. The bed cable is provided with the rental by arjo. Nurse call cable was inspected, the cable pins were intact. Operation of the curbell cable that connects the bed to nurse call system could not be checked as unit was at full capacity. Bed passed quality control check after return from rental, no malfunction was found. It should be noted, the alarm detects patient¿s movements, however it will not restrain the patient from leaving the bed. Citadel bed frame system instruction for use (IFU, 830.213 rev.14, extract attached) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.14) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ to sum up, arjo device did meet its specification since no malfunction that could lead to patient fall was found. The bed was in use by a patient, so from that perspective it played a role in the event, there was no injury reported. This complaint was assessed as reportable due to allegation of patient fall.

Event description:
Arjo was informed about patient fall from citadel bed. According to the information received, the side rails were in raised position while the patient was on the bed. The event was unwitnessed, patient was found on the floor by the facility staff. There was no injury reported. It was reported that the bed exit alarm did not sound during the event, the citadel bed was connected to the nurse call system within the room via a bed cable from curbell. The bed cable is provided with the rental by arjo. The device was used in comfort care unit and patient's level of alertness is not known.